Event description:
Customer called lfs in 2002 alleging that their one touch ii meter would not power on. No symptoms were reported. Customer was referred to lfs by their physician to obtain a replacement meter. No treatment was administered. Issue was not resolved. Ccr replaced the customer's one touch ii meter with a one touch profile. No further information was provided.